Event description:
The surgeon attempted to fire the device but the device could not be fired properly. Despite the failure to fire the tissue was cut. The cut tissue was repaired by hand suturing the tissue fragment.